Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced lower precision of the refractive results, post operative spherical equivalent was greater than one diopters during laser treatment.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During technical on site visit, fse (field service engineer) performed system verification and confirmed system meets alcon specifications as per sir (service installation record). No technical root cause was identified as the product was found to be within specifications during on site visit. Root cause is external, user handling, the performed treatment is an off label use of the device. The manufacturer internal reference number is: (B)(4).